Event description:
On 09/10/2010, the review of a data card, which was sent to an end customer to assist with a customer service request, identified that the card had been formatted incorrectly. The card contained a test file which, if installed onto the AED, would cause the device to be in a test mode and would prevent the delivery of therapy, if used in a rescue attempt. There was no pt involvement.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 291 mg/dl, 133 mg/dl, and 121 mg/dl. Customer administered novolog based on result of 133 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.